Manufacturer narrative:
On july 31, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 250cc returned device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right patient dissatisfaction with procedure outcome. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial; subject ID ID: (B)(6). It was reported that a 69-year-old caucasian female patient who underwent breast reconstruction revision surgery with mentor glow study gel devices on (B)(6) 2018. It was reported that a 69-year-old caucasian female patient underwent revision breast augmentation with a 225cc mentor memorygel breast implant on the left side, and with 250cc mentor memorygel breast implant on the right side and experienced left side breast implant deflation postoperatively, confirmed by mammogram. On (B)(6) 2023, mentor received additional information which was reviewed by the clinician per which patient also experienced bilateral dissatisfaction with the procedure. The adverse events are listed below: adverse event # 1. Implant size change, (right side, implant serial number: (B)(6). Date of implant: (B)(6) 2018, date of explant: (B)(6) 2021). On (B)(6), she presented with implant size change, which required implant removal on (B)(6) 2021. Adverse event # 2. Breast mass/cyst [requiring surgery], implant size change, (left side, implant serial number: (B)(6). Date of implant: (B)(6) 2018, date of explant: (B)(6) 2021. On (B)(6) 2021, she presented with breast mass/cyst [requiring surgery], implant size change, which required implant removal on (B)(6) 2021. Should additional information become available, this case will be re-assessed and notes will be updated. This medwatch report is for the patient¿s right-sided device.